Manufacturer narrative:
Although requested, the electronic data files from the AED have not been provided. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
On february 27, 2017 it was reported by a police department that during a rescue attempt, the AED reported replace battery pack warning and they had to use another AED. It was reported that the patient died at the hospital. No other event or patient information was provided.

Manufacturer narrative:
It is unknown from the complaint description the date of the event being described, but examination of the AED history shows at least two batteries (s/n (B)(4)) that were not properly maintained throughout the AED's history, both having depleted 9 v batteries and low main battery warnings. As identified in the device's user manual, the AED should have a battery installed in it at all times, and the AED's asi should be monitored so as to know the operational readiness of the unit. The cause of the reported low battery condition was related to not maintaining the AED in accordance with the device's user manual. Specifically, the AED's 9-volt battery and main battery pack were not replaced after becoming depleted. The 9-volt battery, which is located inside the main battery pack, provides power for the AED's automatic self-testing functions and the active status indicator ("asi"), which indicates the operational readiness of the unit. The AED's electronic files show that on (B)(6) 2016 the AED began reporting "replace 9-volt battery" warnings with battery pack s/n (B)(4). The AED continued to report the low battery condition until (B)(6) 2016 when the 9-volt battery became depleted. The user ran a few AED self-tests and deployed the unit for rescue attempts on (B)(6) 2016 and (B)(6) 2017, for which the AED reported "replace 9-volt battery" warnings upon power down by the user. The battery pack was then replaced with battery pack sn (B)(4) which upon insertion, the AED tested and reported "replace battery pack now" warnings. There is no indication of user interaction to properly maintain the unit.

Event description:
On february 27, 2017 it was reported by a police department that during a rescue attempt, the AED reported replace battery pack warning and they had to use another AED. It was reported that the patient died at the hospital. No other event or patient information was provided.